Event description:
It was reported that the 9900 system would not boot or power up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to reload system software. Reloaded software and configured files. The system was tested and found to be working as intended and placed back into service.